Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
Customer reported the insulin pump had a crack on the side of it. Customer's blood glucose was 46 mg/dl. Customer stated he had the device on suspend and hasn't eaten anything. The damage is on the battery compartment. Customer stated the device slipped out of the holster and dropped to the flood. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.